Manufacturer narrative:
Result: lift motor coupler.

Event description:
It was reported by service report that the foot-end lift was stuck in an elevated position. There was patient involvement; however, no adverse consequences were reported.